Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (no image) was not confirmed. The image is not blank, lines in the image were observed. This complaint is most likely the result of a defective printed circuit board. During testing and inspection the following was also found: one of the grooves in the front panel was cracked, scratches on the top cover and back panel, corrosion was found on the flat cable, dust was found inside the unit, the rear panel and inside harness has poor appearance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing there is no image when the scope is attached to the cv-190. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the results of the investigation, it was determined that the event occurred due to a defect of pc basal plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. As the result of confirming the monthly analysis report, there was no increase in trend. Olympus will continue to monitor field performance for this device.